Event description:
It was reported that the patient received inappropriate therapy due to noise on the atrial and ventricular channels. Noise was noted with the device resting outside of the pocket with leads still attached. System was explanted and replaced.

Manufacturer narrative:
External insulation abrasion breaching the re lumen proximal to the rv shock coil was noted at 39.4 to 39.8cm from the connector pin. The etfe coating on one of the re cables was compromised in this location. The abrasion found is consistent with friction to another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.